Manufacturer narrative:
The screw has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a preventive maintenance the field service engineer identified wear on the mayfield holding screw, and missing securing ring.

Manufacturer narrative:
A device history record review and a complaint history review were performed. Those reviews did not identify any contributory factors to the event. The subject mayfield head holder adaptor was returned to manufacturing site for investigation. A visual inspection and a functional testing were performed on this part, confirming the part was worn but still functional, even if he screwing onto a mayfield head holder was harder than usual. There is no indication that event is due to the design of the part. The most probable cause for the issue is wear and tear caused by the normal use of the screw. A new mayfield head holder adapter has been installed on customer site on (B)(6) 2018.